Event description:
It was reported that during a drug eluting stenting procedure, catheter withdrawal difficulties and balloon catheter tip damage occurred. The lesion was located in the mildly tortuous mid right coronary artery (rca). The lesion was 100% stenosed and mildly calcified. A taxus liberte 3.5x20mm stent was implanted in the mid right coronary artery (rca). A quantum maverick monorail 15mm x 4.0mm balloon catheter was advanced to the lesion for post dilatation. The number of inflations, inflation times, and pressures are unk. After deflating the balloon, the balloon catheter was withdrawn with resistance. When removed from the pt, the distal part of the catheter was "shredded with a stringy plastic material." The entire catheter was removed from the pt. No pt injuries or complications were reported. The current pt condition is reported as "ok."